Event description:
The manufacturer received an allegation for a simplygo mini portable oxygen concentrator due to low o2. The complaint was confirmed, and parts were replaced at a service center. The sieve beds were found with low o2, the o2 side check valves malfunction, the airside manifold is chirping. Periodic maintenance was performed on the inlet filter and tubing. The compressor had lead wire damage, the pca board had thermal damage, and the rear enclosure was cracked. The simplygo mini software was updated. There was no report of serious patient harm or injury. There was no report of medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.